Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's s1 lead has migrated. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional update received indicate surgical intervention occurred wherein the s1 lead was explanted and replaced to address the issue.